Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s screen was difficult to read. The customer's blood glucose value was unknown. Customer reported scratches on screen making it more difficult to see screen. Customer reported random no insulin delivery alarms and was louder during rewind also lost pump settings. The device will not be returned for analysis.